Event description:
Boston scientific crm received information from this non-boston scientific sales representative that this atrial lead was being extracted. The reason was not provided, however the caller noted the lead was coming apart during the extraction. The caller was inquiring if the inner conductor coil extended all the way to the lead tip. Boston scientific technical services stated the conductor coil does extend to the lead tip. There was no further information provided.

Manufacturer narrative:
As of this report, the lead has not been returned. Should this lead get returned or should additional information become available, this event would be updated.